Event description:
It was reported that the system 6800 would not initialize and created delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the cmos memory had reset to default values. Software was reloaded. The system was tested and found to be working as intended and placed back into service.